Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned to manufacturer for evaluation, and a thorough investigation was completed as the lot number has been identified/confirmed in this case. Since the product remains in the patient, no physical, chemical evaluation could be performed, and the root cause of the reported issue could not be ascertained. While the chronology of events could not be determined, it is possible that the l5 vertebral body fracture and l4-l5 cage subsidence occurred during the regression of the l4-l5 spondylolisthesis. The severe disc space collapse at l5-s1 likely played a role as well by introducing movement into the construct, resulting in increased loading. The patient was also diagnosed with obesity, which may have contributed to this incident as obesity is listed as a contraindication in our instructions for use (IFU).

Event description:
On (B)(6) 2017 it was reported to k2m, inc. That revision surgeries took place on (B)(6) 2017 (l5-s1 alif) and (B)(6) 2017 (l5-s1 posterior lumbar fusion) in a planned step progression due to l5 vertebral body fracture that had not been amenable to conservative treatment.